Event description:
A lead extraction procedure commenced to remove a capped right atrial (ra) and a malfunctioning right ventricular (rv) lead, leaving an active ra lead within the patient, not targeted for extraction. Spectranetics lead locking devices (llds) were inserted into the capped ra and rv leads, and suture was used as well, to provide traction. The ra lead was successfully removed using spectranetics 9f and 11f tightrail rotating dilator sheaths. While using the 11f tightrail to attempt removal of the rv lead, the physician encountered stalled progress around the turn of the superior vena cava (svc), therefore the tightrail was removed from the patient, with the intention of using a laser catheter. However, prior to the use of another device, the patient''s blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. An svc/ra junction perforation was discovered and repaired. During removal of the rv lead post-sternotomy, the perforation re-opened again, and was repaired. The rv lead was successfully removed and the patient survived the procedure. This event captures the 11f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient''s weight unk. The device was discarded, thus no investigation could be completed. Vessel and cardiac perforations are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.